Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she believed the insulin pump wasn't working because she was experiencing high blood glucose of 517 mg/dl. Customer declined troubleshooting and stated it was previously performed multiple times. She then stated she didn't believe the insulin pump was the problem. Customer was advised to speak to her doctor in regards to the issues. The device is not returning for analysis.